Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total hip replacement, the pinnacle cup inserter snapped at the handle and fell apart during the cup insertion. Another set was outside the room and used, surgical delay of 2 minutes no patient consequences. All items retrieved and a clean break ion the back of the handle. A circular fracture is near the coupling knob on the back of the inserter. Additionally during a total knee replacement the next day the impactor handle fractured at the latch during the tibial tray impaction along with a sz5 fb articulating surface snapped at the mid-line during removal. The instruments weren't malused, no surgical delay as there are two of each in every set no patient consequences, during an spd inspection a a sz6 10mm shim was noted to have a hairline crack near the metal bearing.